Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twelve bd nano¿ pen needle were clogged. Customer¿s verbatim: ¿since several years, I am a user of bd pen needles and from the last box I had to throw away 12 needles which were defective. Clogged needles. No samples".

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that twelve bd nano¿ pen needle were clogged. Customer¿s verbatim: ¿since several years, I am a user of bd pen needles and from the last box I had to throw away 12 needles which were defective. Clogged needles. No samples¿.

Manufacturer narrative:
Correction: device manufacture date: 2022-06-30 was changed to 2017-07-19.

Event description:
It was reported that twelve bd nano¿ pen needle were clogged. Customer¿s verbatim: ¿since several years, I am a user of bd pen needles and from the last box I had to throw away 12 needles which were defective. Clogged needles. No samples¿.

Manufacturer narrative:
Correction: type of device: n/a was changed to fmi. PMA / 510(k)#: n/a was changed to k162516.

Event description:
It was reported that twelve bd nano¿ pen needle were clogged. Customer¿s verbatim: ¿since several years, I am a user of bd pen needles and from the last box I had to throw away 12 needles which were defective. Clogged needles. No samples¿.